Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via rep. It was reported that the cause of the motor stall was unknown. It was unknown what actions/interventions were taken to resolve the stall. Motor stall recovery did not occur. The pump was replaced on 2018-(B)(6), and would be returned to the manufacturer for analysis; the rep wanted to silence the alarms. The tracking number was (B)(6). The patient's symptoms were resolved. The patient's weight at the time of the event was unknown. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4) ) found a motor stall due to corrosion and/or wear and/or lubrication and a stall due to gear wheel three. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine (unknown, 25 mg/ml, 5 mg/day) via intrathecal drug delivery pump for spinal pain. It was reported that a motor stall was seen at initial interrogation; pump status and/or event logs reported a motor stall occurred, motor stall active.' The stall occurred (B)(6) 2018 at 14:20. The patient did not recently have an MRI (magnetic resonance imaging). The patient had an increase in pain, confusion, and withdrawal-like symptoms. They were given IV (intravenous) medications to help with the pain and withdrawal symptoms. The rep would like technical services to contact the hcp and help with programming the pump to minimum rate mode. No further complications were reported.